Event description:
It was reported that the patient had a revision today. The patient had high impedances on the right lead when she checked today. They were all greater than 40,000 ohms. The patient could not pinpoint when the loss of therapeutic effect happened. They were replacing the lead with a new lead due to high impedances. It was later reported that it was unknown when the impedance issue occurred, and the cause of the impedance issue was not determined. There were no lead fractures noted. The patient reported full coverage of his pain post spinal cord stimulation replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).